Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had pinhole rupture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has returned for evaluation, on the visual evaluation of device, it appeared bloody no other specific anomalies noted, on the functional evaluation of the device, it tried to inflate with the in-house presto inflation device, water leaks at the proximal joint of the balloon. On further the device observed under microscopic and noted the partial circumferential break was noted at the proximal glue joint. No evidence of material rupture noted as no further functional testing performed. Therefore, the investigation has confirmed for identified break has confirmed as the circumferential break noted at the proximal glue joint. However, the reported balloon rupture remains inconclusive no functional evaluation could be performed due condition of the device. A definitive root cause for the alleged balloon rupture and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had pinhole rupture. The procedure was completed using another device. There was no reported patient injury.